Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device malfunction (e266) was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the video processor did not work. And had an error code e226 (data transfer and three dimensional function do not work). The issue was found during preparation for use . The intended therapeutic gallbladder endoscopy was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The subject device has been returned to an olympus repair center for evaluation and inspection. The customer's reported problem was not able to be confirmed. No defects were found during the inspection. All functions are working properly and the measured values meet the inspection limits. This investigation is ongoing. Follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.